Event description:
Patient was revised to address loosening of the tibial tray at the bone to cement interface. Depuy cement was used at the time of original implantation .

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. The retained cement samples could be not be tested as it has been identified as being approximately 5 years old and the retained samples have expired retention in accordance with the depuy retained sample procedure (B)(4). A search of the complaint database found two additional reports for the tibial tray part and lot number combination and two additional reports for the cement part and lot number combination. Review of the device history records for the tibial tray found the parts were manufactured per specification and all raw materials met specification. Review of the device history records for the cement found one unrelated non-conformance; micro and sterility tests passed. Requests for additional investigational inputs were made in accordance with (B)(4) appendix d. No additional information obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.